Manufacturer narrative:
(B)(4). The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event this is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with juvéderm® volift¿ and juvéderm® volbella¿ in the neck. Approximately 15 months later, patient experienced swelling/ big nodule following ha injection & vaccination. A biopsy was performed which noted inflammatory lymphadenopathy. Approximately a month later, patient was treated with "hyason 0.5ml inside 2 lymph nodes (clusters of ggls)." Symptoms ongoing. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03337 (allergan complaint # (B)(4)). This MDR is being submitted for juvéderm® volbella¿ xc.

Event description:
Additionally, the healthcare professional reported "the granulites disappeared after 3 weeks of ciproxine and medrol."